Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Inspection of the device found no damages or defects that would contribute to an improper insertion of the cannula. The cause of the reported event could not be conclusively determined. A crack was observed in the top housing of the pod. It could not be determined when this crack occurred. Investigation of the pod and the download data from the pod indicate that the crack did not affect the functionality of the pod. The device generated a hazard alarm indicating pod has reached empty reservoir. The reservoir was confirmed to be empty. This is a safety feature that does not indicate a device failure. No damages or defects were found. No time outs or drive stalls were seen in the device data.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 3.1.1 cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06 cloud - smartphone hardware n5004l cloud - cgm sensor type l2+ *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported their blood glucose (bg) level reached 370 mg/dl, while wearing the pod between 36 and 48 hours. They reported being unsure if the cannula was properly seated in the infusion site (arm). Treatment information was not provided.